Manufacturer narrative:
A spacelabs technical support representative walked the user through performing a restart of the uvsl central. Following the reboot, the customer confirmed the issue was resolved. Cause of failure was not determined.

Event description:
The customer reported that they lost temetry monitoring at their central station. There was no patient or user harm associated with this event.